Event description:
It was reported that the stent migration occurred requiring additional stent. The severely stenosed and challenging target lesion was located in the severely tortuous and moderately calcified left internal carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for use. During the procedure, the stent was only deployed 2/3 and it seemed well-apposed to the target vessel, but then it fell from internal carotid to common carotid artery. The stent was difficult to position and was difficult to deploy. A non-boston scientific stent was implanted to cover the lesion, and the procedure was completed. There were no patient complications as a result of this event and patient was stable post procedure.

Manufacturer narrative:
E1 - (B)(6).

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter address 1 and phone: (B)(6).

Event description:
It was reported that the stent migration occurred requiring additional stent. The severely stenosed and challenging target lesion was located in the severely tortuous and moderately calcified left internal carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for use. During the procedure, the stent was only deployed 2/3 and it seemed well-apposed to the target vessel, but then it fell from internal carotid to common carotid artery. The stent was difficult to position and was difficult to deploy. A non-boston scientific stent was implanted to cover the lesion, and the procedure was completed. There were no patient complications as a result of this event and patient was stable post procedure. It was further reported that a catheter was inserted to the stent, then with a snare immobilizing it, the stent was slowly pulled out.